Event description:
The doctor reported experiencing an outbreak of tass (toxic anterior segment syndrome) in seven pts following cataract surgeries. These events occurred in two different weeks. The dates of events are unknown. The irrigation and aspiration tip was used on at least one pt but was not used on all patients which developed tass. An unidentified number of the seven patients were treated with topical steroids and one pt required a vitrectomy.

Manufacturer narrative:
All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.